Event description:
It was reported that while a patient with an implanted defibrillator (ICD) was swimming in a pool, the ICD delivered a shock due to an oversensed 60 hz "noise". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while a patient with an implanted defibrillator (ICD) was swimming in a pool, the ICD delivered a shock due to an oversensed 60 hz "noise". The device remained in use. It was later reported that the device went to elective replacement indicator and was explanted and replaced. No further patient complications have been reported as a result of this event.